Event description:
Circulator was told that insulated bovie tip had a hole in it and burnt the skin of the patient. Bovie tip was replaced and surgery continued. Bovie tip ref # e1455; lot# 83220006x. Manufacturer response for electrosurgical, cutting coagulation accessories, edge (per site reporter). The plan is to alert the medtronic covidien representative to retrieve the device.